Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing a blood glucose (bg) level of (269 mg/dl) the customer stated the cause of the bg level was due to overeating at dinner time. It was indicated that the customer declined to troubleshoot with tandem technical support and to take a bolus to stabilize bg level. The customer stated to not be addressing high bg due to having too much insulin on board (iob) at the moment.